Manufacturer narrative:
Consumer reported infection, concerns with mobility issues & swelling & pain concerns.

Event description:
Consumer reported infection, concerns with mobility issues & swelling & pain concerns.